Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, the 4.0 threaded screw was removed on (B)(6) 2026 due to hardware irritation and discomfort. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery; the 4.0 threaded screw was removed on (B)(6) 2026 due to hardware irritation and discomfort. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. The patient's bones were completely fused/healed. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined based on the available information. The company will supplement the MDR as necessary and appropriate.